Event description:
The complainant has reported that a male patient with metastatic renal cell carcinoma, had a therapeutic placement of an ultraflex tracheonbronchial stent in 2006. The stent was successfully placed in the distal trachea. Seven months later, the patient presented at the emergency room with acute hemoptysis. A follow up visit with the clinician three days later, identified that some of the stent wires had separated. The clinician placed another stent within the fractured stent to successfully resolve the issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.